Event description:
The compliant was reported by a customer from (B)(6). Patient reported pump smelled hot and had black on bottom.

Event description:
The compliant was reported by a customer from the USA. Patient reported pump smelled hot and had black on bottom.

Event description:
The compliant was reported by a customer from the USA. Patient reported pump smelled hot and had black on bottom.